Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 528 mg/dl and then it went down to 86 mg/dl in 1 hour. Customer bolused 6.6 units. Customer's blood glucose is 500 mg/dl. Troubleshooting was performed and the customer's settings and programming were correct. Customer stated that she did not have a tubing clamp. Customer was advised that a tubing clamp will be shipped. Customer later called back after receiving the tubing clamp. Customer performed the high pressure test and passed. Customer was advised that the insulin pump was working as designed and to do a complete set change.